Event description:
Device was deployed and based on ECG assessment, advised "no shock". Pt survived. Customer has reported difficulty retrieving event data from device.

Manufacturer narrative:
(B)(4). Issue reported based on associated deployment of device. Investigation pending.